Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade unknown, pain, exchange of device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported her right breast is "firm and looks abnormal due to capsular contracture". Patient then reported a right side "rupture, chest pain, pain in the breast around the implant, burning," and "exchange from textured to smooth breast implant due to the patient¿s concern with the product." The patient additionally reported "big cell tumors in the ankles, immune system issues, lymph nodes swelling in their neck, fatigue, headache, migraines, night sweats;" these events are not related to the device. Device remains implanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: weight within specification, yellow particles in the shell, creases fold and deformation device. Voids and cloudy in the gel observed after autoclave cycle. The unit is not ruptured. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional confirmed baker grade iii for capsular contracture, ¿pain¿, ¿swelling¿, ¿warmth¿. Device has been explanted.